Event description:
Allegedly the patient was revised due to a broken neck.

Manufacturer narrative:
After the initial report it was determined that this was a duplicate of an already reported MDR # 3010536692-2015-02085. Please void the initial report.